Event description:
It was reported that the patient had a nerve stimulator put in his back and it was working fine for a long time. A few months prior to the report, there was a thunderstorm and the patient almost got struck by lightning and ¿it malfunctioned the unit¿ in his back and electrocuted for 3 days because he couldn¿t find his controller. This occurred over the weekend and it was a holiday weekend and he couldn¿t find a manufacturing representative to turn it off. The patient wanted the system removed. Interventions and patient outcome were not provided. Follow up is being conducted to obtain this information. If additional information is obtained, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: ne u_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).